Event description:
It was reported during the patient's permanent procedure, before the scs ipg was implanted, multiple patient programmers could not communicate with the scs ipg. Subsequently, a different scs ipg was used which resolved the communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.